Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent was partially deployed. The 70% stenosed target lesion was located in the superficial femoral artery (sfa). A 6x60x130 innova¿ stent was selected for use. During the procedure, inside of the patient, the stent could not be fully deployed. The stent was partially deployed more than 50%. The stent was then withdrawn from the patient's body along with the unspecified sheath. The procedure was completed with another innova stent. No patient complications were reported. The patient¿s status after the procedure was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the wire used was a .035 non-bsc wire and the guide catheter used was a 6f non-bsc catheter. There were issues with the thumbwheel during deployment. When the stent was deployed about 20%, the thumbwheel could not be used anymore. The thumbwheel function was normal during the 20% deployment. There was high force needed to turn the thumbwheel. The pull grip was not used to complete deployment. The vessel anatomy had severe tortuosity and calcification, and it was 85% stenosed. Access to the vessel was by contralateral approach. The lesion was predilated. No damage was noted to the catheter during or after the procedure. No damage was noted on the stent due to this issue.